Event description:
During a procedure with the tenex health tx system, the end of the needle separated from the rest of the handpiece, but was retained in plastic sheath of the assembly. The procedure was completed with another micro tip handpiece. There were no patient complications.